Event description:
It was reported that a trochanteric fixation nail system with lag screw option was explanted from a patient due to the tfn lag screw perforating the femoral head and violating the hip joint, and nonunion. The explant surgery was performed on (B)(6) 2013 and the patient was revised with a total hip replacement. The revision surgery was reportedly successful. The original date of the tfn system implant is unknown. The part and lot numbers of the explanted tfn system are also unknown and the parts will not be returned for evaluation. This report is for one, unknown tf nail. This report is 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional patient information will not be released by customer facility. Investigation could not be completed and no conclusion could be drawn. Part and lot numbers were not provided and part was not returned for evaluation.